Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 4.00mm x 20mm synergy ii drug-eluting stent was advanced for treatment. However, upon removal, it was noted that the shaft broke. The device was removed from the patient's body. No patient complications were reported and the patient's status was fine. It was further reported that the shaft fractured but remain intact during removal.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 4.00mm x 20mm synergy ii drug-eluting stent was advanced for treatment. However, upon removal, it was noted that the shaft broke. The device was removed from the patient's body. No patient complications were reported and the patient's status was fine.